Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the initial implant, the physician was unable to fully insert the stylet into the right atrial (ra) lead. The ra lead was unable to be implanted and the physician successfully implanted a different lead. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.